Event description:
It was reported that the customer was hospitalized due to high blood glucose of 31mmol/l. It was stated that the insulin alarmed no delivery. It was stated that the customer was not wearing the insulin pump at time of the admission, and the customer was using a back up plan for two days. Troubleshooting was performed. The time, date, and basal rates were correct. The alarm history was reviewed and found several no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.